Event description:
During an lavh procedure, the shim on the pks seal open forceps detached and fell into the pt. The shim was retrieved from the pt with no pt harm. Another like device was used to complete the case.

Manufacturer narrative:
The complaint was confirmed. Inspection of the device found that there was adhesive bond failure between the shim subassembly and the face of the forceps jaw. This device was mfg in (B)(4) 2009, prior to the process improvement being made to the bonding operation.